Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The surgeon reported the system displayed an error message and had to be restarted. The error message appeared again and the system was rebooted, as a result there was a 30 minute delay in the procedure. No pt impact was reported. Additional info was requested.